Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse found that the problem was caused by a crack in the specimen filter tubing connected to the pbv (pipette bypass valve). The fse replaced the affected tubing. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained leaking of approximately 5ml at the probe valve at the top of sample probe of their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.